Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon approached the tissue for the first firing during a laparoscopy assisted distal gastrectomy, the stapler did not fire. The procedure was completed with another device. There was no patient injury.